Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. Review of the device logs indicate 6 shocks delivered with 9 charge attempts. Three charge attempts timed out after 25 seconds of trying to charge to the target energy. Initial charge at 120j timed out; subsequent successful and failed charges occurred in alternating sequence until all shocks were delivered further supporting being battery related. Two prior logs showed battery calibration events, which can cause erroneous charge readings and prevent low-battery alerts from being communicated to the device. The device eventually achieved charge, suggesting a depleted battery may have been a contributing factor. The device was tested using a known good battery with no fault found. Internal inspection yielded no findings. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging error" message. Another device was used and shocks were delivered but with a delay. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.